Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the patient underwent for a surgery. During the surgery, screwdriver do not hold the implant screws. It was unknown if the surgery completed successfully. There was no patient consequence. This complaint involves seven (7) devices. This report is for (1) unk - screwdrivers. This report is 3 of 5 for (B)(4).